Manufacturer narrative:
This report is submitted on september 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement due to head trauma. Subsequently on (B)(6) 2018 the recipient underwent revision surgery to reposition the magnet. The implanted device remains.